Event description:
On 02/11/2025, it was reported by a sales representative via phone that an plantar lapidus short plate was not allowing screw to lock in. This occurred during a lapidus arthrodesis on (B)(6) 2025, when the ar-8935l-14 and an ar-8935l-18 screws were not locking into the plate. Everything was removed from the patient and they proceeded to use a new plate that worked. The ar-8935l-18 screw worked with the new plate; the ar-8935l-14 was not used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the screw during insertion.